Event description:
It was reported that the pt¿s normal f/u visit showed wear of the liner and had cystic lesions in the acetabulum and greater troch area per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.